Event description:
Healthcare professional reported a patient with left side seroma (300cc). Fluid was aspirated and cytology noted that the fluid was "consistent with breast implant-associated anaplastic large cell lymphoma." While the marker of cd30+ has been reported, the marker of alk- has not. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, cloudy and yellow particles material was found on the shell. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported a patient with left side seroma (300cc). Fluid was aspirated and cytology noted that the fluid was "consistent with breast implant-associated anaplastic large cell lymphoma." While the marker of cd30+ has been reported, the marker of alk- has not. The device has been explanted.

Manufacturer narrative:
Hcp who may have additional information: dr. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma (300cc); cd30+ alcl.

Event description:
Healthcare professional reported a patient with left side seroma (300cc). Fluid was aspirated and cytology noted that the fluid was "consistent with breast implant-associated anaplastic large cell lymphoma." While the marker of cd30+ has been reported, the marker of alk- has not. The device has been explanted.